Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws were misaligned during a robot-assisted total prostatectomy. Therefore, the applier was replcaed with another unit to complete the procedure. Nothing fell/remained in the patient and no patient injury occurred".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacture reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) lot in november of 2023. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted resulting in the discovery of incorrect function misaligned jaws. After consulting with a subject matter expert on the parts in question it is suspected the instrument became broken/bent due to excessive force applied by end user. No further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws were misaligned during a robot-assisted total prostatectomy. Therefore, the applier was replcaed with another unit to complete the procedure. Nothing fell/remained in the patient and no patient injury occurred".